Event description:
It was reported that "scorpio femoral component revised due to increase pain and swelling, according to the surgeon."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info, a supplemental report will be issued.